Event description:
Event description guidant received information that both atrial and ventricular leads became dislodged. The leads were repositioned during a revision procedure and the pacemaker, which was part of an advisory letter, was prophylactically explanted and successfully replaced during this same procedure. No adverse patient symptoms were noted.